Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional reportable malfunction was found; external diameter of the bending section cover increased. Based on the results of the investigation, the angulation lock at the distal end section was likely caused by air that leaked out of the channel was found, water invading from the portion corroded on the angulation mechanism, causing the failure in angulation control knob operation and the external diameter of the bending section cover increased was likely caused by stress of repeated use, external factors, or handling; however a definitive root cause could not be identified for either event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: suggested event 1: angulation lock at the distal end section occurred. The instruction manual operation manual¿ urf-p7, chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Suggested event 2: external diameter of a-rubber increased. The instruction manual operation manual¿ urf-p7, chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the fiberscope had a tip angle lock. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6).